Event description:
According to the surgeon the valve seems to be occluded. The surgeon would like to know if it is or not and what the cause of the occlusion is. The (B)(4) was discarded at the hospital.